Event description:
Related manufacturer reference number: 2017865-2023-93678. It was reported that patient presented with right ventricular (rv) lead that was exhibiting noise and left ventricular (lv) lead that were exhibiting failure to capture. The rv and lv leads were explanted, and new leads were implanted. The patient was discharged from the hospital after the procedure.